Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that since implant her incision site has hurt when site or move. Patient then stated that she initially thought the area was just healing but then she noticed that the ins was moving under the skin and flips. Patient further mentions she has surgery scheduled for (B)(6) to revise this since the hcp believe the ins is out of its pocket. Patient further reported that for the past couple of months that she consistently is going through clothes and underwear (changing almost if not more than 4 times a day) and last night she didn't sleep at all because she needed to change her pajamas and sheets many times. No further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the same issues and stated that she started feeling pulling an pain. Patient said that since it is implanted on a spot where she sits, it has been painful when walking and it hurts because of the pulling. No further complications were reported.